Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Performed visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and data analysis is consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with a hersteller: xiaomi modell: xiaomi redmi note 10 pro phone with android 12 operating system version 3.4.2.95.93. The customer experienced a signal loss and was unable to obtain readings. As a result, the customer experienced feeling "upset" and a loss of consciousness and was unable to self-treat. The customer received unspecified healthcare provider treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with a hersteller: xiaomi modell: xiaomi redmi note 10 pro phone with android 12 operating system version 3.4.2.95.93. The customer experienced a signal loss and was unable to obtain readings. As a result, the customer experienced feeling "upset" and a loss of consciousness and was unable to self-treat. The customer received unspecified healthcare provider treatment. There was no report of death or permanent impairment associated with this event.